Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer's blood glucose was 245mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.

Manufacturer narrative:
The pump gave a button error alarm and no button response due to corroded keypad traces. No frozen screen was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.